Event description:
It was reported that the temperature on the monitor did not increase in spite of setting at 4c when checking on the loaner arctic sun device. It was returned to imi on feb. 22, 2021 for investigation of mixing pump failure.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, the device worked appropriately. Unit passed functional testing. The device history record review was not required as the reported event was unconfirmed. As the reported issue was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature on the monitor did not increase in spite of setting at 4c when checking on the loaner arctic sun device. It was returned to imi on feb. 22, 2021 for investigation of mixing pump failure.